Manufacturer narrative:
Section a4: multiple attempts for additional information were made, no additional information was received. Manufactures investigation conclusion: the pump has not been returned since the patient¿s expiration and was therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively determined and the report of progressive liver failure, as well as the patient¿s outcome, could not be conclusively established through this evaluation. It was reported that the patient expired on (B)(6) 2021 due to progressive liver failure. Multiple requests for additional information were sent to the account; however, no additional information was provided. The heartmate 3 lvas instructions for use (IFU) lists hepatic dysfunction and death as adverse events that may be associated with the use of the heartmate 3 lvas. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient did not pass away from progressive heart failure. Patient passed away due to progressive liver failure. No further information was reported.

Event description:
It was reported that the patient passed away due to progressive heart failure. Additional information was requested but not provided.